Event description:
The patient's parents reported blood glucose results of 363mg/dl with a lifescan meter and 167 mg/dl on a labortory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodlogy, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Parents also alleged that meter does not power off. To start a new test, patient has to turn the meter off and then turn it back on. When the meter does not turn off, a patient cannot obtain a test result, which may lead to delay in treatment in the absence of a glucose value.